Manufacturer narrative:
This complaint is very unclear. The report did not mention if the product is a zimmer product and no event was reported. Since the implant date is unknown we consider that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced above. However, should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The patient, through counsel, is pursuing a product liability claim arising out of the alleged use of the durom acetabular component. The patient received a hip implant on an unknown date due to unknown symptoms. It is unknown at this time if the hip product is actually the durom cup and if it is a zimmer product. It is further unknown if a revision surgery is in discussion or has taken place.